Event description:
It is reported that the device was implanted in 2007. The site reports that pt presented to the office and was diagnosed with fracture of the operative femur 6 months post-op. A revision of the implant was conducted as the treatment in 2008. The site reports this event as not being related to the original implanted device.

Manufacturer narrative:
It is reported that the left knee was revised 6 months post-op due to the fracture of the femur. Also, it is reported that the event is not related to the implanted devices. No prod was returned for eval. Also, the x-rays are not available for review. The lot number is unk. The cause of the femur fracture could not be determined due to insufficient info. No prod was returned. Review of device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.